Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 339 mg/dl. Customer stated that the he feels diabetic ketoacidosis. When the customer was checking his blood glucose different times he got the blood glucose values are 264 mg/dl, 248 mg/dl. Customer was reporting the blood glucose value from the reported event was 128 mg/dl. Customer was continuously vomiting and also he got the gastroperesis. Customer also stated that the blood glucose level was 627 mg/dl when he was admitted in the hospital on (B)(6) 2018. The insulin pump will not be returned for analysis.